Manufacturer narrative:
(B)(4). B5: describe event or problem, correction. G3: date received by manufacturer, additional. H2: additional information /correction. H6: event problem and evaluation codes, correction.

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred. Data is being reviewed. A supplemental report will be submitted after the review is complete. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).